Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the (or) operating room during insertion the user found that the tip of the dilator had frayed. As a result a new kit was opened. The second kit was used successfully. There was no reported patient death, injury or complications. There was no reported delay or interruption.

Manufacturer narrative:
(B)(4). Returned for evaluation was a 5fr saf sheath dilator and spring-wire guide with its original packaging. The sheath hub and dilator hub appeared typical. The sheath tip appeared typical. The dilator tip was noted damaged. Some clear fluid was noted on the interior of the sheath sidearm. Dried blood was noted on the interior of the dilator. No other damage or abnormalities were noted. The outer diameter of the dilator tip was measured and did not meet specifications. The inner diameter of the dilator tip was measured and did not meet specifications per. A lab inventory 0.025in guidewire was back loaded through the dilator hub. No resistance was noted; the guidewire exited the dilator tip. The guidewire was front loaded through the dilator tip. No resistance was noted; the guidewire exited the dilator hub. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of dilator tip damaged is confirmed. The dilator tip was found damaged upon return. A CAPA was previously opened to investigate this issue. Corrective actions have been established for this issue on (B)(6) 2016, and this device was manufactured prior to the release of those corrective actions.

Event description:
It was reported that in the (or) operating room during insertion the user found that the tip of the dilator had frayed. As a result a new kit was opened. The second kit was used successfully. There was no reported patient death, injury or complications. There was no reported delay or interruption.